Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval was confirmed and reproduced the door not fully latched alarm caused by excessive force required to close the door due to a cracked threaded insert boss in the front case. The front case assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a door not fully latched alarm. It was also reported that there was no pt involvement.